Manufacturer narrative:
Problem code (B)(4) relates to the reported issue of bands failed to deploy. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a speedband superview super 7 device was used in the distal esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2016. According to the complainant, during preparation, the bands failed to deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Received one speedband superview super 7 device for analysis with residue present indicating use or handling. A visual examination of the ligator head found all seven (7) bands present and were moved out of position; two (2) bands were broken and were caught under the other bands. It was observed that the ligator head teeth was very damaged. The suture was noticed to be broken and attached to the ligator head and tripwire loop. The proximal loop of the trip wire was retracted into the handle post. Trip wire was not secured in the handle assembly slot upon receipt for analysis and the handle slot presented no evidence of previous securing of the trip wire. A functional evaluation of the handle was performed by turning the handle knob at 180 degrees, indents were felt, an audible click was heard, and no issue was noted with the handle assembly. Based on the evaluation of the returned device, it appears that the trip wire was not properly tightened and secured during device set-up, as instructed in the dfu. Failure to properly tighten and secure the trip wire most likely impacted the timing of band deployment, damaged the ligator teeth and contributed to the complaint event. Therefore, the most probable root cause classification is user error. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(4) 2016 that a speedband superview super 7 device was used in the distal esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2016. According to the complainant, during preparation, the bands failed to deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.